Event description:
Reporter alleged blood glucose measured 70 mg/dl back to back with a result of 126 mg/dl when testing was performed 1 minute apart. Customer stated self treating with a sugar drink as a result, however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.